Event description:
The lipid tubing leaked at the site that was within the IV pump chamber so a new bag of lipids had to be ordered. The trash was emptied so I don't have the product bag with lot number, but the product came from the supply room. The defective tubing was placed in a biohazard bag in the education office. Tubing leaked where flexible portion that goes into the pump channel meets the blue plastic clamp portion of the clamp inside the channel. The care team will contact manufacturer to arrange return for inspection. This is all the information available.